Event description:
The patient reported he has had 6 insulin infusion sets completely separate near the luer lock. He did not have the lot number or expiration dates of the infusion sets. He stated he experienced an elevated blood glucose reading of 240 mg/dl with his normal range being 100-150 mg/dl. He stated he had no symptoms and corrected his levels by bolusing insulin through his infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.